Manufacturer narrative:
Most recently, this device was removed from service and returned to the post market quality assurance laboratory. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Analysis of this device concludes investigation. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did appear to have depleted prematurely, per the patient. There were no reported adverse patient effects beyond the surgical intervention to remove the device from service.